Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 450 mcg/ml via an implantable pump for intractable spasticity. The new dosing was lioresal 500 mcg/ml; 450 mcg/ml. The date of the event was unknown. It was reported the patient experienced discomfort in the abdomen from the pump size. The patient had issues with the size of the pump as it was too large for the patient. On (B)(6) 2015. The 40 cc pump was replaced with a 20ml pump and moved from the right to the left side. The catheter pump segment was replaced. The procedure went smoothly as of (B)(6) 2015.